Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the leak condition. The flow sensor module was noted to be damaged, and, during the removal of the module, the inhalation flow sensor was noted to be snapped in two. The flow sensor module and flow sensors were replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, there was a loss of gas to the patient. The clinician reportedly swapped out the anesthesia machine. There was no reported patient injury.